Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Crease was observed across leaflet cp1. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed through returned product evaluation. A review of the DHR, lot history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. However, further evaluation supports that a manufacturing issue may have contributed to the complaint event. As reported, ''during device preparation, when rising, it was observed by the hospital staff that one of the leaflets was not moving and was more rigid, it was decided to not implant the valve.'' Per returned device evaluation, the crease was observed across leaflet, which was likely due to workmanship from the manufacturing. The leaflet crease potentially led to leaflet stuck together as reported. As such, available information suggests that manufacturing issue (workmanship) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) and a corrective action preventative action (CAPA) were previously initiated to capture the investigation of these type of events and drive any potential corrective/preventative actions.

Manufacturer narrative:
Reference number: (B)(4). The investigation is ongoing.

Event description:
As reported, it was a case of a 23mm sapien 3 ultra valve. During device preparation, when rising, it was observed by the hospital staff that one of the leaflets was not moving and was more rigid, it was decided to not implant the valve. Then, a second valve was opened, and the same problem was observed, and it was decided to not implant the valve. The patient received a new valve. The patient was in stable condition post-procedure.